Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, crack opening. A leak test was performed and were found two openings. A microscopic analysis identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. A crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.